Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was alarming low helium even though the helium tank was half full. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming low helium even though the helium tank was half full. It is unknown under which circumstances the event occurred, however, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and was able to reproduce the reported failure mode. The stm replaced the helium fill manifold, wiring harness for the cart, and the cart to backplane cable. The internal helium tank was emptied and the pump was re-seated into the cart, however, the failure mode still reoccurred. The stm replaced the helium reservoir, helium gauge, helium fitting quick connect, the label battery charging that was damaged while opening assembly and helium tank valve knob because the chain became disconnected. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming low helium even though the helium tank was half full. It is unknown under which circumstances the event occurred, however, there was no patient involvement and no adverse event reported.